Event description:
A nurse inserted an IV in a patient and connected the saf-t holder device to the angiocath to draw blood. When the nurse inserted the specimen tube to the saf-t holder device blood leaked inside the device while the blood specimen tube was filling up. Blood leaked all over the patient, too.